Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed.

Manufacturer narrative:
Correction: the correct report source should have been "company representative", rather than "health professional, user facility and company representative".